Event description:
The pt experienced a loss of therapeutic effect following impulse iq all over their back. The healthcare provider confirmed that the pt experienced no stimulation. It was unk if the pt's device attributed to the event. Impulse iq was administered by a chiropractor which appeared to be the cause. The device reverted back to "nominal" factory settings. Normal function was restored with reprogramming. No injuries to the pt were reported.

Manufacturer narrative:
(B) (4).